Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into a patient's eye and there may have experienced lens rotation which may require a ticl repositioning. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: b5: the reporter indicated that a 13.2mm timcl13.2 implantable collamer lens of diopter -8.00/2.0/101 (sphere/cylinder/axis) was implanted into the patient's eye. The patient experienced lens rotation; repositioning and prk was performed. On (B)(6) 2022, the lens was repositioned but that did not resolve the problem. On (B)(6) 2022, prk was performed. Reportedly "prk for residual refractive error. P.o on (B)(6) 2023 od ucva 20/25". The lens remains implanted. H6: investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: d4- model#: timcl13.2 should be corrected to tmicl13.2. B5- "timcl 13.2" should be corrected to "tmicl 13.2". Claim# (B)(4).